Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check therapy pad messages) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to an open brown (lead 1-) wire in the cable connecting the ECG "c" and ECG ¿d¿. The root cause for the open wire could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing check therapy electrode messages.